Event description:
During a procedure, the physician deployed a wingspan system in the m1 segment of the middle cerebral artery. However, the stent migrated from the m1 to the m2 segment after deployment. It was mentioned that a transend guidewire also moved into the distal portion with the stent migration, and the guidewire may have made ¿some damage¿ to the small vessels. The patient is currently in the hospital and is reported not be in good condition. No other information was provided.

Manufacturer narrative:
Device not received.

Event description:
During a procedure the physician deployed a wingspan system in the m1 segment of the middle cerebral artery. However the stent migrated from the m1 to the m2 segment after deployment. It was mentioned that a transend guidewire also moved into the distal portion with the stent migration, and the guidewire may have made ¿some damage¿ to the small vessels. The patient is currently in the hospital and is reported not be in good condition. No other information was provided.

Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. However, patient complications are noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to the patient complications. Risk analysis identified several potential causes for the reported unexpected movement of the device, however, review and analysis of available information failed to identify a definitive cause. As a result, a cause of undeterminable was assigned to the unexpected movement of the device.